Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in the lot. Additional information has been requested. (B)(4).

Event description:
A consumer reported that initially following intraocular lens (iol) implant surgery, it took a while before she could see clearly. She reported that the vision her left eye has started to get worse and that approximately one month ago she was told that the implant had turned yellow and had crinkled. Additionally information was requested.